Event description:
A customer reported possible carryover with a sample with positive antibody screens that later tested as negative. Erroneous results were reported. Patient was never transfused corrective action was taken after a crossmatch was used to give the patient the correct unit.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a bad syringe. The fe replaced the syringe and performed a diagnostic check. Repairs have returned this instrument to expected operation. (B)(4)